Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery (sfa). The emboshield nav6 embolic protection system (eps) was advanced and deployed successfully. However, when attempting to retrieve the filter the retrieval catheter could not advance over the filter due resistance felt with anatomy. When pulling on the .018 viperwire too hard the wire went through the filter and the eps system was removed along with the guide wire, but the filter remained in the patient in the external iliac artery. The filter was snared. Nothing remained in the patient. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to advance and retraction problem was unable to be confirmed as it was based on circumstances of the procedure and the returned device condition prevented additional functional testing. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire contains an 0.018¿ step. It could not be determined if the filter detachment was the result of excessive force used while pulling the viper wire or the if the 0.018¿ step on the viper wire is not sufficient to prevent the filter from detaching. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information, and evaluation of the returned unit, it is likely that the reported resistance during advancement of the retrieval catheter was due to anatomical conditions. Additionally, the filter detaching from the viper wire was likely due to pulling the viper wire with excessive force causing the filter to detach from the wire resulting in unexpected medical intervention to retrieve the filter with a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.